Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will eval them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 174mg/dl with a lifescan's one touch basic enhanced meter and 105mg/dl on a one touch profile meter (invalid comparison), performed within 10 mins of each other. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A control solution test was also performed and the result fell within specs. Test strips were replaced.